Event description:
It was reported that the patient was on 'basal level 500 mg drug, and they put in 2000 mg drug; 4 times the drug they should have been.' The patient went into a coma. This was reported to have occurred in the year 2000. It was unknown what drug this pump system was used to deliver. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8840, serial# unknown, product type programmer, physician; product ID 8709, lot# l69917, implanted: (B)(6) 2000, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).